Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
Two instances of the adaptors of spinning spiros® closed male luer, red caps reportedly leaked an unspecified fluid/infusate from the connection at primary tubing. The leaks were observed from the female/receiving port of primary tubing. No medication from the secondary tubing, of which the spiros was attached, was observed to be leaking. There was no report of any human harm.